Manufacturer narrative:
The device was unable to communicate due to a depleted battery due to high current in the hybrid. The cause of the high input current is believed to be due to the melted wire bonds and damaged components in the hybrid. The cause of the hybrid anomaly could not be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented at a follow-up in-clinic with symptoms of syncope and incontinence, the pacemaker's battery was found to be exhausted after two months. The device was explanted and replaced successfully. The patient is recovering.